Event description:
Boston scientific received information that this patient's device had been malfunctioning. A review of the patient at the clinic and interrogation of the device showed loss of capture in both the bipolar and unipolar configurations on the right ventricular lead with no reported asystole for greater than two seconds. In addition, an out of range pace impedance measurement was noted as well an alleged lead fracture. The patient was admitted to the hospital and this right ventricular lead was surgically abandoned. A new competitor lead was implanted with the old device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.